Manufacturer narrative:
Additional information was received that the ipg was relocated from the left buttock to the lower left abdomen. Nothing was explanted. Two extensions were implanted. The patient is reportedly doing well following the procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site. The pain is being caused by the ipg moving around in the pocket due to soft tissue.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site. The pain is being caused by the ipg moving around in the pocket due to soft tissue.